Event description:
It was reported that the patient presented to the emergency department complaining of weakness and shortness of breath. The atrial lead exhibited possible noise oversensing. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 6947 implantable tachy lead - (B)(6) 2008; 4968 implantable pacing lead - (B)(6) 2008. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.